Manufacturer narrative:
Concomitant medical products: product ID: 338740cv, serial#: (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3387, lot# unknown, product type: lead.

Event description:
A manufacturer representative reported that high impedances were measured on the right side. The following high impedances were mea sured: c-0 = 6655, c-1 = 6003, c-2 = 5783, c-3 = 6479, 0-2 = 4025, 0-3 = 5309, and 1-3 = 4139 ohms. Impedances on the left side were within normal limit. The impedances were checked prior to an MRI scan being done. The reason for the MRI was unknown. The ins was programmed to c+, 3- at 3.0v, 90 usec, and 185 hz on the right side and 4+, 7- at 4.0v, 90 usec, and 185 hz on the left side. The patient was receiving therapeutic effect and no symptoms were reported. The patient's indication for use is essential tremor.

Event description:
Additional information received from a manufacturer representative reported that the cause of the high impedances was not determined. No diagnostics or troubleshooting was done and no action or interventions were taken or planned. The patient did not have any problems with therapy. The high impedances were not resolved and the initial inquiry was due to confirming the patient did not meet MRI requirements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.